Event description:
Patient reported that blood glucose was tested, using a physician's meter, with a result of 194 mg/dl. Patient indicated that blood glucose was immediately retested, using the suspect device, with a result of 489 mg/dl. Patient noted that no treatment was received at physician's office. Patient indicated that, on the way home, she stopped by a fire station, and had her blood glucose be retested ( on fire department's device), and obtained a result of 122 mg/dl. Within minutes, patient reportedly retested, using the suspect device, and obtained a result of 351 mg/dl. No patient injury was reported, and no treatment was received. Quality control testing had reportedly been performed on the system, 3 days earlier, and the results fell within the acceptable range. Technical support requested the return of the suspect product, and replacement product was shipped.